Manufacturer narrative:
Evaluation: visual inspection of the lens showed evidence of surgical residue and there were no visible damage. Cartridge was not returned.

Event description:
The surgeon attempted to implant a toric silicone lens model aa4203tf and was having difficulty advancing the lens. The facility stated the lens fit too tightly in the cartridge. The lens was not implanted and there was no patient injury. The facility did not provide the model and lot numbers of the cartridge ad injector used during surgery.